Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided.

Event description:
It was reported that during implant placement the implant fixture mount (tsvwb13) could not disengage from the implant. After attempting to remove it, the implant mount fractured. Fractured mount pieces got stuck within the implant. Implant was removed and site was bone grafted. Tooth location 30.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation along with the mount and the screw. Visual inspection of the as returned product identified significant damage (gouges and stripping) around the implant threads and drive feature, likely from the retrieval process. The mount is fractured at the hex feature. The implant and mount are too badly damaged to be functionally tested. No pre-existing conditions were noted on the per. The reported product was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63309391. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63309391) for similar events and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported events (stuck + fractured mount) or product (tsvwb13). Therefore, based on the available information, device malfunction has occurred and the reported fracture mount was confirmed. The reported stuck mount could not be verified with the information provided. The following sections have been updated: date of this report, unique identifier (UDI) number, expiration date, date received by manufacturer, checked "follow-up", checked follow-up type, device evaluated by mnaufacturer, manufacturer date, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.